Manufacturer narrative:
The device was not returned to bsn.

Event description:
A report was received that the patient's pocket site was uncomfortable. The patient underwent a procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively.